Event description:
"Valgus deformity. Tibia was I planted approx 6 months ago and gradually became loose and shifted into more valgus. During the revision of the tibia, the tibial tray came out with no cement on the surface."